Event description:
It was reported to philips that the device experienced a defective capacitor. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced a defective capacitor. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported. The technician found the high voltage capacitor malfunctioning and needs replacement. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.